Event description:
The mobile provider called in to report a case issue. The case took place at the (B)(6) on (B)(6). The case was for a liver cryo. The pt went into shock. The case was finished and two weeks later (yesterday) the pt passed away. The mobile provider stated that during the case, there were no problems with any of the galil products or machines.

Manufacturer narrative:
Additional follow-up with the mobile provider indicated that the pt went into cryoshock immediately following the procedure. The pt's condition continued to deteriorate until his liver gave out. Cryoshock syndrome is a known systemic complication associated with liver ablation. It is a cytokine-mediated systemic illness characterized by fever, tachycardia, and tachypnea, hypotension and may be associated with pleural effusion, lung injury, acute renal tubular necrosis, and multi-organ system failure (sheen). Cryoshock is estimated to occur in approx 1% of pts and typically occurs within the first 48 post-operative hours (aciero, ng). Pts may present with the full spectrum of symptoms or various combinations of symptoms. Cryoshock has been associated with a mortality rate of 18.2% (ng). References: sheen aj and siriwardena ak. The end of cryotherapy for the treatment of nonresectable hepatic tumors? Annals of surgical oncology, 12(3) : 202, 204. Arciero ca, sigurdson ER. Liver-directed therapies for pts with primary liver cancer and hepatic metastases. Curr treat options oncol. 2006 sep;7(5) : 399-409. Review. Ng kk, lam cm, poon rt, ai v, tso wk, fan st thermal ablative therapy for malignant liver tumors: a critical appraisal. J gastroenterol hepatol. 2003 jun;18 (6) : 616-29. Review.